Event description:
It was reported that the iab was inserted in a pt with significant calcification and a tortous abdominal aorta. Approximately 24 hours later, a balloon leak was confirmed and during removal of the iab, it became lodged in the left common iliac artery. A surgical procedure was required to remove the catheter. There were no add'l pt complications.